Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (high pitched noise) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was intermittent connections at bga component u500 (dsp). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the damaged dsp. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was emitting a high pitched noise. The pt was issued a replacement monitor.